Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and requires recovery. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer reseated all cables, wires, cleaned the insep and examined the retractor band. Tested and rebooted the station to confirm no issues. The system functioned as intended after the field service engineer troubleshot the device.